Event description:
Customer reported an issue with incorrect date and time settings on their pump. There was no adverse impact to the customer's blood glucose level as readings remained within normal ranges. Technical support assisted the customer in updating the pump time and date, providing education on potential effects of incorrect settings on uploads and reports, and advised monitoring for future discrepancies, which the customer acknowledged.